Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6; +9.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was explanted. This resolved the problem. The cause of the event was reported as "other" and unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found the lens haptic torn and broken. Dimensional inspection found the lens within specifications. Claim#: (B)(4).